Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was leaking during filling. The device was being filled with 240 milliliters normal saline when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time..

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause was determined to be a missing film wrap. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reporter has stated that the sample is available for evaluation but the sample has not yet been received at baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
Same case as MFR report#: 2134265-2010-04558. It was initially reported that a 4.0x12mm promus element stent was advanced in an attempt to treat a dissection, but could not cross the lesion. It was also initially reported that a 4.0x28mm promus element stent was advanced in an attempt to treat the dissection, but the stent dislodged and embolized to the aorta. This has been corrected to: a 4.0x12mm promus element stent was advanced in an attempt to treat a dissection, but could not cross the lesion. Upon withdrawal of the device, the stent dislodged and embolized to the aorta. A 4.0x28mm promus element stent was advanced in an attempt to treat the dissection and was successfully implanted in the proximal to mid left anterior descending artery overlapping 3.5x24mm and 3.0x12mm promus element stents.